Event description:
It was reported that the user experienced a connection issue between a dexcom g6 and the ilet, with pairing initially failing and the ilet subsequently prompting for a blood glucose entry. Troubleshooting included toggling bluetooth and reentering the pairing code and sensor serial number, after which the ilet displayed a value when the user manually entered a fingerstick blood glucose of 208 mg/dl. Symptoms included hyperglycemia. Outcomes included restoration of glucose display on the ilet following manual entry, with no injury and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the ilet required manual calibration input to proceed after initial pairing failure, and that the system functioned as designed once manual blood glucose was entered. It was concluded that the event was related to connectivity and setup, resolved through standard troubleshooting and calibration steps, with no device malfunction identified.